Event description:
The medical team reported an impella cp pump stop after a coronary angioplasty. The pump was removed and replaced without any harm to the patient. Later in the pump investigation, upon the benchtop, the engineering team discovered a broken impeller blade.

Manufacturer narrative:
The investigation into the broken impeller blade is on-going at this time. Upon completion of the investigation, a final report will be filed.

Manufacturer narrative:
The pump and data logs involved in this event were returned for analysis. Broken blades were found on the device. The data logs confirm a pump stop with successful restart and low flows. Evidence suggests a brief interaction with another device was the cause of the pump stop and broken blades, however, fluoroscopic imagery of the pump was not returned to confirm this.